Event description:
It was reported that the distal tip of the guidewire broke off during catheterization. No patient injury reported.

Manufacturer narrative:
The catheter and guidewire have been evaluated. The evaluation showed that the guidewire broke into two segments (due to tensile overload) inside the catheter lumen and one of the segments punctured the catheter lumen at 9.5 cm from the distal tip. Catheter lumen. (B)(4).